Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause of the noisy image was due to a damaged charge-coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, due to damage on the charge-coupled device unit on the videoscope, a noisy image occurred during angulation in the up/down directions. There was no patient involvement.